Event description:
The food pump did continue and gave air. The nurse thought it was an accuracy issue, not giving correct dose. The pump is still feeding even though it should be done. The rate and dose are set where it should be and the volume total is inaccurate. Dosage provided was 260 ml. There was no rate provided and no pt impact reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated. Ref recall # z-0764-2013.